Event description:
The customer received questionable immunoglobulin g results for two patient samples. Patient sample 1 initial result with a 1:4.70 dilution was 66.68 g/l. The repeat result was 12.66 g/l. Patient sample 2 was from a male patient born on (B)(6) 1963. The initial result was 2.66 g/l and the repeat result on (B)(6) 2014 was 9.57 g/l. The erroneous results were reported outside the laboratory. The patients were not adversely affected. The immunoglobulin g reagent lot number and expiration date were requested, but were not provided. The field service representative found the wash pipette b seal had come undone and the conical tip had come off of the piston head. This was determined to be the cause of the event. He reinstalled the wash pipette b seal and verified the wash pipette c seal was installed properly. He performed a fluid throughput check and an abs air water calibration. Qc was performed and was within acceptable qc range. It was noted the erroneous results were outside of the measuring range of the assay and were not accompanied by data flags. Additional information was not provided to further investigate this issue.

Manufacturer narrative:
This event occurred in (B)(6).